Event description:
It was reported with the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "a piece of hard plastic in dark purple sample tube (unused sample tube) was found during unpacking."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated, "a piece of hard plastic in dark purple sample tube (unused sample tube) was found during unpacking."